Event description:
A consumer reported that following intraocular lens (iol) implant surgery her daily life has become more difficult. She stated that before the surgery her vision was quite good; but now is "half blind, unable to go by car, shortsighted with gaps in her visual field," and is afraid of not being able to see in the future. Her surgeon recommended an iol exchange for "normal, simple lenses." Additional info will be requested. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. The product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough info was provided from the account to properly complete an investigation. (B)(4).